Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer lost the distal electrogram readings on map 1-2 with noise on both the carto 3 system and the recording system. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case was completed without any patient consequence. On (B)(4) 2013, upon receiving the product in biosense webster lab, it was noticed that char between electrodes #1 and #2 making this event reportable.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and char was found between electrodes #1 and #2. This was not originally reported by the customer. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.